Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 1000 mg/dl. The customer stated that cannula of infusion set was bent. The customer was treated with intravenous insulin at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly or lost sensor alarm noted. Device also communicated properly with the test blood glucose meter. The test value of 93 mg/dl was sent by the meter and received by device. No pump/meter communication anomaly noted. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).